Manufacturer narrative:
(B)(4) the device was returned to baxter and an evaluation was completed. A review of the event history log identified the reported increased intra-peritoneal volume (iipv) event. An internal and external visual inspection was performed with no issues noted. The device was determined to meet electrical and functional performance specification requirements per returned instrument testing evaluation (rite) testing. The pneumatic system was found to be working per specifications and the device successfully performed a short simulated therapy. Upon conclusion of the investigation, the cause of the iipv event was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred on the homechoice machine during cycle four of peritoneal dialysis therapy. The patient¿s drain volume was 4547ml and their largest prescribed fill volume equaled 2200ml. The technical service representative (tsr) arranged for the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.